Event description:
The device was returned to the service center for a reported from the customer contact that the device reboots or resets on its own (no power loss) channel 1. This is not a reportable malfunction. However, during verification testing at the service center, unrestricted flow was intermittently noted when the cassette was loaded.

Manufacturer narrative:
Initial testing and investigation at the service center found unrestricted flow when the cassette was loaded. Additional testing at the service center found that there was no unrestricted flow. The probable cause of unrestricted flow observed in initial testing was due to a missing outlet valve pin. The probable cause for the missing outlet valve pin was not determined during testing, but it may be caused by physical damage. This report represents all the information known by the reporter upon query by hospira personnel.